Event description:
It was reported that at the pt's pump refill session, 18cc of medication remained in the reservoir when only 4cc were expected. It was also stated that the pump was stopped. A catheter dye study was done and determined that the catheter was intact. The pump was replaced. The medication being delivered via the device system was morphine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.